Manufacturer narrative:
The failure is unconfirmed, as the idrt-ts product was not returned back for failure analysis. DHR review confirms that idrt-ts lot 2547029 was not folded during the packaging process. Therefore, the failure is unconfirmed as the product was used during surgery and not returned. The root cause of this complaint is most likely due to handling. It is difficult to know when in the process (during the shipping to the sterilizer, back from sterilizer, at the distribution center, etc.) The folding might have occurred. However, the ¿fold/bent¿ most likely occurred after the packaging process.

Event description:
It was noticed that the idrt was folded when opening and could not be applied correctly. They have to cut the folded part and apply the remaining part. The product was in contact with the patient; however it is unknown if there was any patient injury or if the event lead to a significant increase of surgery time.